Event description:
It was reported that this pacemaker patient experienced a syncopal episode. It was noted they passed out for 4 seconds. This pacemaker system remains in service. No additional adverse patient effects were reported.